Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number was provided. A device lot history review is pending.

Event description:
The event occurred on an unspecified date and involved a microclave clear neutral connector where it was reported the connector continues to come detached from the intravenous (IV) tubing. Caps are coming off of central lines which could cause patient harm. There was patient involvement, no one was harmed and there was a delay in care.